Event description:
A femoral line was being placed on an open heart pt. Wire was placed through needle/introducer. Wire looks like 2 wires. Physician started to pull out, and then it began to unravel, a portion remained in the artery. Wire kept unraveling, a cutdown performed and artery opened to get angle piece out.

Manufacturer narrative:
Remaining info was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.